Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her the reservoir compartment on her insulin pump was broken; she has the hold the reservoir inside with medical tape. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage and the customer confirmed that there was a big crack on the reservoir window near the esc button and a crack above the lcd screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.